Manufacturer narrative:
Investigation: a physical sample was not provided to aid in our quality engineer¿s investigation. With the lack of physical sample, bd was unable to observe the failure mode. The master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "it's noticed there was leakage at prn during infusion."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "it's noticed there was leakage at prn during infusion."